Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose at the time of incident was 430-460 mg/dl and current blood glucose was 434 mg/dl. It was indicated that the insulin pump was not giving him insulin while using auto mode. The customer treated with the insulin pump and manual injection. Troubleshooting was mentioned for high blood glucose. The product will not be returned for analysis. Frn-mmt-332-rsvr, ozp-mmt-7020- snsr, unomedical set.